Event description:
The customer's mother reported via phone call that the customer had an issue delivering a food bolus through the bolus wizard. The keypad was unresponsive and the customer was unable to deliver a bolus. Customer had to wait five to ten minutes in order for the keypad to respond. Customer's blood glucose level was 6.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted on the keypad traces during the visual inspection. The bolus wizard functioned properly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.